Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient was experiencing frequent charging. The physician does not suspect device malfunction. There will be no further course of action.

Event description:
A report was received that the patient¿s ipg was failing. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s ipg was failing. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s ipg was failing. The patient will undergo an explant procedure.